Manufacturer narrative:
(B)(6). The device was visually inspected and there was no damage or sharp edges found. Without the full device complement, we are unable to determine what may have caused the user to experience the reported incident and root cause cannot be established. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. The suture was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a right shoulder cuff repair the suture broke off the anchor, and the healthcare professional used another without complication. The suture was removed with a grasper. There were no reported patient injuries. No other complications were noted.